Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that the insulin pump had been exposed to water and began alarming after being in a rainstorm. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window, a cracked reservoir tube and a cracked reservoir tube window were noted during the visual inspection. All buttons functioned properly. No button error alarms were noted. However, moisture damage was noted on keypad traces. No moisture damage was noted on electronics.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.